Event description:
The event is reported as: the alleged event occurred when positioning the tubes that are used for left sided separate respiration during thoracic surgery. The endobronchial part of the tubes and cuff are too short, therefore, the cuff touches the mucosal of the bronchial on a smaller surface, enabling it to get displaced easily and to leak in the course of respiration. Patient condition reported as fine.

Manufacturer narrative:
It is unknown if the device sample is available for evaluation.